Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella rp flex was inserted via right internal jugular vein in a 77 year old male who was admitted for acute myocardial infarction with cardiogenic shock. Subclavian venous access was first attempted before placement via internal jugular vein. The patient¿s comorbidities included coronary artery disease and renal insufficiency requiring dialysis. The patient¿s clinical state prior to initiation of support was scai stage d. After the sheath was peeled away, the device dislodged from position. The device was removed and reinserted. Post-procedure, prior to transfer to the intensive care unit, the patient started coughing and required suction. Blood was noted in the mouth and the patient was intubated. Blood was additionally noted out of the endotracheal tube. Within 3 hours of admission to the unit the patient expired. The pump repositioning will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the reposition was performed with no consequence to the patient and support. Death and bleeding are a known potential adverse events of the impella rp flex per the instructions for use.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d1 brand name corrected. Device in wrong position: the cause of the positioning issue was determined to be use related as the pump was pulled out of position during peel-away removal. Hemodynamic instability / major bleed : the cause of the injury was not determined due to insufficient clinical details.